Event description:
It was reported that during the pvi ablation in the left atrium, the software of the carto3 was frozen and several reboots and using the default template did not help. The physician decided to cancel and reschedule the case. Since the transseptal puncture was done and the patient was under local anesthesia, the physician considered the cancellation of the procedure might pose a potential risk to this patient.

Manufacturer narrative:
(B)(4). Biosense field service engineer arrived at the hospital and replaced the problematical work station with another one and the system ready for use since then. The suspicious ws was tested by technical service repair center and no problem was found. The device history record (DHR) was reviewed and no anomalies were found regarding this issue.

Manufacturer narrative:
(B)(4).